Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00073. Concomitant medical products. Stem extension tapered cemented 14 mm diameter 30 mm length item# 42557000114 lot# 64412340 tibia cemented 5 degree stemmed right size c item# 42532006402 lot# 64254845. All poly patella cemented 29 mm diameter item# 42540000029 lot# 64394920. Articular surface fixed bearing constrained posterior stabilized (cps) right item# 42522600514 lot# 64125841. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient arrived at hospital with a periprosthetic fracture of their right leg approximately five weeks after undergoing a right total knee arthroplasty. Fracture was posterior midline of the femoral component. It was hypothesized by the operating surgeon that this fracture led to the peri-prosthetic fracture which was then fixed using a zimmer znn retrograde femoral nail with two screws distally and one proximally. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by a healthcare professional. Review found a non-displaced periprosthetic fracture of the distal femur and a displaced fracture of the femoral diaphysis without extension to the implant margin. Bone quality appears normal. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.